Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with two (B)(4) cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, the device would not open after it was fired. This was noticed after it was removed from the patient and it was not stuck on tissue. A gold reload was used and they did not need to use another device. There were no adverse consequences for the patient. On what tissue type was the device used? At what location on the tissue? Dorsal venous complex - prostate. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. If echelon, during which stroke did the event occur? 2nd. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The device would not open after it was fired and removed from tissue. No other device was needed. What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. Were there any malformed staples noticed? No. Was the staple line incomplete or did it exceed the cut line? Complete.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.